Event description:
It was reported that when using the bd pyxis¿ es server all stations were on critical override. The user was able to log in to the server but could not make any changes. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
Unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that all stations were placed in critical override due to enterprise server (es) communication disruption caused by excessive message queue buildup and large tracing database size. The technical support specialist (tss) performed a database truncate procedure, cleared the message queues, and restored communication. A carefusion coordination engine (cce) restart utility was also configured and scheduled to prevent recurrence. The system functioned as intended after the technical support specialist (tss) resolved the issue.